Event description:
In 2008, the pt reported that she felt discomfort while her infusion site was in her body. The pt was advised to remove the infusion site and she noticed that the cannula was bent. The infusion site had been in use for 2 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.